Event description:
On (B)(6) 2011, pt reported she uses the insertion assist plus device to insert her infusion site. Pt stated the infusion set comes out of the insertion assist plus device before inserting into the body, not out of the infusion site once it is inserted. Pt stated, it is difficult to pull back the device when getting ready to insert the infusion set. Pt reported when she inserts the infusion headset it will pop back out of the insertion assist device. Pt stated, it is inserted all the way when it pops back out before being inserted into the body. Pt has already been sent a replacement device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insertion assist device for evaluation.